Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doors failed intermittently. A field service engineer (fse)found no failures present. The customer reported that the issue was intermittent. The fse replaced the latches to resolve the issue. The operation of the system was then verified using hardware test application (hta). The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: chi health creighton university medical center bergan mercy.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower user was unable to access medications in the cathlab and found doors were failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.